Manufacturer narrative:
A product was not returned for analysis, the lens remain implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that during an intraocular lens implantation procedure the leading haptic was found stuck to the back side of the optic during insertion. It could be taken off using a lens hook, however, its work took time. The surgery itself was completed without product replacement. The lens remains in the patients eye. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Only video was returned. The reported complaint was observed on the returned video. Returned video shows the procedure of an iol implantation with the company preloaded device. However, only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The device (nozzle only) comes into view when the iol is at the pause location. The iol is inserted into the eye. The leading haptic is observed to be stuck under the optic and unfolds with the help of a surgical tool. The iol is successfully implanted. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company lens haptics adhering to the posterior optic surface following delivery with the company preloaded device. The manufacturer internal reference number is: (B)(4).